Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that every time the patient submerges her body in a swimming pool, she feels the stimulation ramp up. The patient said it gets so strong that it feels like she is having spasms and she has to turn stimulation off. The patient said she understands positional changes/adaptive stimulation, but it does not feel like that applies to this scenario because the stim change happens before she even begins to swim or move. The patient said when she feels this happen, it is really intense, and it moves up her ribs which is not where she normally feels stimulation. The patient mentioned the ins is not implanted in the normal hip/buttock region, but rather in her back near t8/t9. The patient said that this reaction does not happen when she takes a bath, however the ins is not submersed in the bathtub because it is too high on her body. The patient was directed to follow up with her healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that on (B)(6) 2018 her adaptive stimulation was turned of and she didn't turn it off. The patient reported that the device was ¿surging in a way¿ and got really high on its own and this wasn't happening prior to (B)(6) 2018. The patient reported that it was really intense in her ribs. The patient reported that she was feeling the surging with and without adaptive stimulation on. The patient reported that when she laid down on (B)(6) 2018 she felt the surging. The patient reported that she was on group a but also had group b. It was recommended that the patient try group b. The patient reported that she would switch to group b after the call. The patient reported that she was on high dose settings, but she didn't get enough control, so they gave her low dose settings. The patient reported that she was able to use the controller to decrease stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.